Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown rejuvenate stryker. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.

Event description:
The authors report on a dual-center retrieval analysis of the flexural rigidity and length of the femoral trunnions of 85 modular femoral stems. The stems were implanted between 1991 and 2012 and retrieved at revision or removal surgery between 2004 and 2012. There were 10 different taper designs made from five different metal alloys from 16 manufacturers. They found wide variability in flexural rigidity of various taper designs. The three most flexible trunnions all shared the same base alloy (tmzf) and taper geometry (v40). Flexural rigidity is a factor in inducing corrosion because it affects elastic-based micromotion (or fretting) that arises at the modular junction.